Event description:
In 2001 (exact date not given), the patient's device migrated towards the incision where it eventually came through the skin. In 2001, revision surgery was performed. The device was repositioned and secured.